Manufacturer narrative:
A correction for this complaint is being filed to the FDA based on upon new information while investigating the unit at the manufacturing facility, the unit was not burnt and therefore, is not a reportable complaint. Per service's notes, the area that had looked to be burnt "is potentially from the use of chemicals or it could be from regular customer use. However, this area is not relative to any burns or burn marks. What we are seeing in these two pictures is the matte finish/film of the exterior keypad worn in such a fashion that the matte finish has rubbed off on the outer edges of the keypad".

Manufacturer narrative:
Submit date: 03/10/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer did not state a specific issue. On (B)(6) 2016, during triage, service found the unit would not turn on. The speaker fell off of the pcb, and the unit had a burnt keypad.